Event description:
Pt's operative report states upon removal her right implant was found to be broken with generally a small amount of free gel in the pocket; however, the pt had a fairly significant granuloma formation around the superior lateral gutter and along the anterior aspect of her chest wall.